Event description:
During an attempt to cross a pfo defect with an aga guidewire, the patient developed atrial fibrillation. The patient was treated with medication and the fibrillation subsided in 30 minutes. The physician had attempted to implant another manufacturer's device twice which embolized. At that time, the defect was determined to not be a pfo. An attempt was made to implant two 25mm cribriform devices but was unsuccessful. A 15mm asd was ultimately implanted successfully.

Manufacturer narrative:
The results of this investigation are inconclusive since no additional information or medical records were provided to aga medical for review. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Should additional information become available, aga medical will file a supplement report. Device not returned.